Manufacturer narrative:
Mfg site eval: no units in OEM stock. Two reports on file related to this product code and batch number. Batch record: reviewed of the corresponding batch mfg documentation was performed, in which the control process and control of finished goods were checked, and no deviations or alterations were identified during the process. Results for batch release results obtained for batch release in armed resistance, met the requirements established for this type of suture. No samples received for investigation. Actions: unable to determine the cause of this alleged noncompliance. No action required.

Event description:
Country of complaint: (B)(6). When they opened the envelope suture needle was separated from thread.